Manufacturer narrative:
The implicated system, the belmont rapid infuser, s/n (B)(4), was returned and tested thoroughly. It performed in accordance with our specifications upon receipt. The disposable set involved was not returned for eval. We believe that clot formation inside the heat exchanger was the most likely cause of the system/ heat exchanger overheating rather than a system malfunction. This clot, which likely occluded flow within the heat exchanger, could have resulted from several possible mechanisms, such as inadequately washed cell saver blood, blood reinfused from the field, or a calcium containing solution added with the fresh frozen plasma to banked blood. It is difficult to know because we have no detailed knowledge of the circumstances involved with the procedure or fluids specifically used in the operating room. We have more than 2,000 devices in clinical use at nearly all major medical centers in the us, and around the world, the complaint listed above is non-existent.

Event description:
Title: xxxxx. Event description: toward the end of surgical case, the belmont rapid infuser began to overheat and smoke. The unit was unplugged and replaced with new unit. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.